Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side ¿rupture/deflation' and "capsular contracture, baker grade iii'' device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed, as unidentified (tear) opening (shell thickness was within specification). Pain: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "rupture/deflation". And "capsular contracture, baker grade iii''. Device has been explanted and replaced.